Manufacturer narrative:
Maquet inc submits this report on behalf of the device mfg facility. MFR provides prod failure investigation, analysis and resolution for the device described in this report.

Event description:
Rn and rt removed the pt from the ventilator to suction and placed the ventilator in stand-by. Following suction, the pt was returned to the ventilator. The ventilator was left on stand-by. As the clinicians were leaving the room the cardiac monitor alarmed. Clinicians returned to bedside and discovered the ventilator in stand-by. The ventilator was then switched from stand-by to ventilation. Pt expired later in the day.